Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Event description:
The dialysis charge nurse at the user facility reported a blood loss event that occurred approximately 2 hours after initiation of the patient's hemodialysis (hd) treatment. The charge nurse described what appeared as a negative draining sound coming from the 2008k@home hemodialysis (hd) machine. Air, present in the arterial chamber of the bloodline, reportedly traveled to the blood pump, however, no air alarm was generated by the 2008k@home hd machine. The patient¿s treatment was stopped, and the extracorporeal circuit was discarded. The patient's estimated blood loss (ebl) was noted as being approximately 300 ml. , the patient was re-setup on another machine, and then the treatment was continued and successfully completed without any further issues being reported. Following the event, the 2008k@home hd machine was removed from service for evaluation. Additionally, following the blood loss, the patient's hemoglobin (hgb) was noted as being low. However, no patient adverse effects were experienced and no medical intervention was required as a result of this event. The bloodline complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.